Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper cardiac output values on the patient simulator.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. Ce 5737 initial.

Manufacturer narrative:
Device history record (DHR) review confirmed freedom driver s/n 5181 was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found no power adaptor attached to driver. Visual inspection of internal components found no abnormalities. Freedom driver failed incoming inspection for out of specification left atrial pressure and cardiac output. Additional testing was performed with an alternate, testing only piston cylinder assembly (pca) installed. Driver passed all areas of functional testing with functional pca. Failure investigation confirmed reported customer complaint. The customer complaint was recorded during testing; root cause of out of specification lap and co was determined to be a pressure leak due to a faulty piston cylinder assembly. Although failure investigation found no power adaptor attached to driver upon visual inspection, this did not contribute to reported complaint. No other damage or test failures could have contributed to complaint. Driver was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper cardiac output values on the patient simulator.